Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting of the probe occurred. The condition of aspiration and actuation was unknown. The probe was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints for the reported issue. One 25ga+ ultravit probe sample was returned for evaluation. The sample was visually inspected and was deemed conforming. Actuation testing was performed and was deemed initially nonconforming. The cutter did not fully close in the port. Aspiration testing was performed and was deemed nonconforming. Cut testing was performed and wad deemed nonconforming, with the material pulled during testing. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter is severely bent. Wear marks were present at the front and back of the inner cutter. The aspiration path was tested for flow using a syringe and resistance was felt. A wire was then inserted to check for a clear aspiration path and the wire could barely be inserted. A solid material was blocking the aspiration path. The actuation test was repeated on the disassembled probe and the test was then found to be conforming. The complaint evaluation did confirm the probe would not actuate, cut, or aspirate. The root cause for the actuation and cut failures appears to be from a severely bent inner cutter. When and how this inner cutter became bent cannot be determined from this evaluation. A bent inner cutter will impede the movement of the cutter and cause wear on the cutter. This will results in both poor actuation and cut performance. The root cause for the aspiration is from the material blockage in the aspiration line. How and when this material became lodged into the aspiration path cannot be determined from this evaluation. This blockage will present a proper aspiration flow. No specific action with regard to the complaint issue was taken as the exact reason for when and how this complaint issue occurred cannot be determined. Probe are 100% visually inspected and tested for actuation, aspiration, and cut during the manufacturing process. A probe with either blockage or a bent inner cutter would have been removed from the lot. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).